Event description:
Initial implant site had to be changed to an auxillary site due to patients vascular issues. It was reported the patient was withdrawn from care and expired. Medical safety review of the event noted use of the device cannot conclusively be associated with the outcome (patient's demise).

Manufacturer narrative:
This file is being submitted as part of a retrospective review of historical records after which medical safety has updated the report type. Corrected information for the initial MFR 1220648-2024-07404 was provided in sections b1, b2, b5, d6a, d6b, h1, and h6.

Manufacturer narrative:
The investigation into the reported delivery issue has been completed. The impella device was not returned for evaluation. However, clinical details provided were sufficient to determine a root cause. The most likely cause of the delivery issue was due to patient condition as the pump was unable to pass through the anastomosis. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported an impella 5.5 in (B)(6)female patient for mechanical circulatory support. It was reported that the impella 5.5 pump was unable to pass through the anastomoses. The graft was subsequently removed and placed more proximal, following which the impella insertion was successful. There was no patient harm.